Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage. The following information was provided by the customer: "it was found liquid leakage at adaptor."

Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8305838, and no related abnormalities were found. Our records determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. CAPA 642738.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage. The following information was provided by the customer: "it was found liquid leakage at adaptor."